Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter was reading inaccurately high compared to their feelings and/or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient informed the cca that the alleged product issue occurred on (B)(6) 2017. At this time, the patient obtained a blood glucose result of ¿365mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages their diabetes by self-adjusting their insulin dosage and as a result of the alleged product issue the patient¿s visiting nurse increased their dosage by 10 units (humulin insulin) at 11am on (B)(6) 2017. The patient stated that at 12:30pm the same day they developed symptoms of ¿sweating and hallucinations¿. It is noted that the patient went to the hospital after becoming symptomatic, however specific details regarding treatment are not noted. At the time of troubleshooting the csr noted that unit of measure was set correctly on the subject meter. However, the test strips being used had expired. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking insulin based on alleged inaccurate high results obtained with the subject meter.